Manufacturer narrative:
(B)(4). Analysis summary: received for evaluation were some parts of a gynecare tvt obturator product code 810081, batch: 3935633. The received device was manipulated. The implant was returned with the lid, white plastic needles, helical passers, winged guide and mesh. Organic matter was visible on the different components. One of the helical passer was disassembled from its plastic needle and this needle was torn off. The defect identified is not linked to a manufacturing issue and the potential cause is external cause (user used). The product was conforming to specifications at the release. The manufacturing process could not create this defect. The mesh was in good condition. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the mesh product was found to be defective and the product was used not smoothly. No further information was provided.